Manufacturer narrative:
Subject device is not available.

Event description:
The physician failed to flush and the coil broke off in the microcatheter; it was reported the coil was in the patient's body. No additional information is available.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned, therefore neither physical nor functional evaluation could be performed. Based on the information currently available an assignable cause for this event cannot be determined.

Event description:
The physician failed to flush and the coil broke off in the microcatheter; it was reported the coil was in the patient's body. No additional information is available.